Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax. A inspection was performed under scanning electron microscope (sem) and a separation between the pebax and electrode was observed. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number 31231700l, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax and electrode separation cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode under the scanning electron microscope. During the procedure, high contact force readings were displayed on the carto 3 system during rf (radiofrequency) delivery only, when off ablation the force normalized. The catheter was re-zeroed multiple times but the issue persisted. The catheter was exchanged and the issue resolved. The procedure continued and no patient consequences were reported.